Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment issue occurred. When drawing the dilator, the cap over the hemostatic valve came off and could not be repositioned on the sheath. The sheath was replaced and the procedure continued without further issue. There was no patient consequence reported. Additional information was provided on the event. The orange piece at the end of the sheath popped off the end. The sheath was being used on the patient and was in the patient when the back of the valve broke off. They switched it out because it was bleeding back. No air entered the body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was 3 cc. The brim cap detachment issue was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment issue occurred. When drawing the dilator, the cap over the hemostatic valve came off and could not be repositioned on the sheath. The sheath was replaced and the procedure continued without further issue. There was no patient consequence reported. Additional information was provided on the event. The orange piece at the end of the sheath popped off the end. The sheath was being used on the patient and was in the patient when the back of the valve broke off. They switched it out because it was bleeding back. No air entered the body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was 3 cc. The device evaluation was completed on 13-apr-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the brim cap and hemostatic valve were detached from the hub. A microscope analysis was performed and residues of glue were observed, this shows that the brim cap was correctly assembled to the vizigo. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. The root cause of the hemostatic valve separation in the reported event could be related to the brim cap detached. A device history record was performed and no internal actions related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the brim cap has glue residues and this shows that the brim cap was attached to the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-mar-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)